Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A scrub nurse reported that during a cataract with vitrectomy procedure, the probe would not cut, it had primed successfully with no errors, however, when the surgeon attempted to enter the eye, the probe would not cut. The customer did not know if the probe was aspirating. The surgeon tried to re-prime, and put it in a bowl of water to see if it would work outside of the pt's eye, but it still would not cut. Therefore, another probe was used to complete the procedure. There was no pt harm and the procedure was completed on the same day. Add'l info has been requested.